Manufacturer narrative:
Initial report reference natus complaint# (B)(4). Per (B)(4) rev 87 xltek eeg psg ras. Hazard 2.1 - failure of amplifier power supply/ transformer. Effect (harm): fire - smoke inhalation, second degree burns, third degree burns. Residual risk: medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. The customer reported the power cord caught fire. There was no injury, no environmental hazard. The customer provided pictures of the affected part. The unit is end of life. The customer has been requested to return the unit for evaluation. Further investigation to be carried out.

Event description:
Power cord/plug from the ups caught fire. It has scorch marks and melting around the cord. No injuries.

Event description:
Power cord/plug from the ups caught fire. It has scorch marks and melting around the cord. No injuries.

Manufacturer narrative:
Follow up report 001 reference natus complaint# (B)(4). Per (B)(4) rev 87 xltek eeg psg ras. Hazard 2.1 - failure of amplifier power supply/ transformer. Effect (harm): fire - smoke inhalation, second degree burns, third degree burns. Residual risk: medium. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Investigation results: the power cord plug was evaluated by natus engineering by visual inspection; the failure appears to be related to wear and tear. The power cord plug is an older powervar design, which was enhanced in 2024 from an assemble plug to a molded plug, making the cord more robust. Root cause/probable root cause: wear and tear, the plug used in this instance was the prior assembled plug design and is beyond the 5-year warranty period provided by the manufacturer.